Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03682; 2134265-2017-03999. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right femoral artery. An opticross¿ 18 imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During the procedure, the imaging catheter was able to engage but it was unable to perform auto pullback. When it was checked, it was found out that the shaft part was slightly kinked. The procedure was completed with another of the same device. No patient complications were reported.